Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing painful sensations and a decrease in hearing performance. The pain is described as a stitching electrical pain inside the head but not constant; this sensation is changing from nothing to moderate pain. The pain and decrease in hearing coincided with one another.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further the recipient is experiencing pain, for currently undertmined reasons. However to determine an exact root cause a device investigation of the explanted device is necessary. Imaging and further medical checks are planned but no date has been scheduled yet.

Event description:
The recipient is experiencing painful sensations and a decrease in hearing performance. The pain is described as a stitching electrical pain inside the head but not constant; this sensation is changing from no pain to moderate pain. The pain is only present while wearing the processor, but is not constant. The pain and decrease in hearing coincided with one another. No accident or trauma has happened; no changes in health or medication were reported and there was no swelling or redness over the implant. Before the hearing decrease the recipient was performing well with the device.

Event description:
The recipient is experiencing painful sensations and a decrease in hearing performance. The pain is described as a stitching electrical pain inside the head; this sensation is changing from no pain to moderate pain. The pain is only present while wearing the processor but is not constant. The pain and decrease in hearing coincided with one another. The recipient has been re-implanted. The recipient is doing well with the new device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any damage or malfunction. Reportedly the recipient was explanted due to pain whilst stimulation, which is a known complication after ci implantation. Further, in situ measurements whilst implanted show several channels with hi status due to undetermined reasons, which most likely contibuted to the decrease in hearing performance. The recipient has been re-implanted and is doing fine with the new implant. This is a final report.